Manufacturer narrative:
The insulin pump passed the displacement test however, no audio sound was heard during the self test due to damaged piezo transducer.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue confirmed. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.